Event description:
It was reported that air embolism occurred. It was reported that faradrive steerable sheath clear selected for percutaneous catheter myocardial ablation procedure. During farapulse procedure air was detected and air embolism occurred. No further information provided. Procedure completed with original device. The device is not expected to return for analysis.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.